Event description:
See also MFR report 2032545200804607. It was reported that while placing a bravo ph monitor the capsule would not deploy from the delivery sys. It fell off of the delivery sys upon removal from the pt. This was the second capsule attempted for this pt. No serious injury to the pt was reported.

Manufacturer narrative:
The device is included in the bravo ph capsule delivery sys 9012b1011 (5-pack) and 9012b1001 (single-pack) field action - failure to detach, physician communication (2007).